Manufacturer narrative:
Physio-control evaluated the device once more and eventually verified the reported issue before the device was returned to the customer. Physio replaced the user interface to stack flex cable assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Proper device operation was observed through functional and performance testing. The device will be returned to the customer for use. The cause of the reported issue could not be determined. Physio-control performed a clinical evaluation of the reported event and determined that it is unknown if the device use contributed to the death of the patient as there was no electronic patient record available.

Event description:
The customer contacted physio-control to report that during use on a patient, their device did not deliver a shock after having charged defibrillation energy. The device was used with hard paddles. A back-up device was used, but again a shock could not be delivered. There was patient use associated with the reported event. It was reported that the patient had expired post intervention but due to asystole and not due to vt.